Manufacturer narrative:
(B)(4).

Event description:
The field rep was unable to adjust stimulation. The external neurostimulator displayed the out of regulation message. Troubleshooting revealed that the lead was improperly seated in the snap lid connector, producting a short. The lead was reseated and worked fine. The stimulation trial was extended. The pt did well and decided to proceed to permanent implant.